Event description:
It was reported that during a conference call, a physician was aware of a complaint related to the performance of a vns system during a MRI. Follow-up with the reporter stated that he believed the issue was a setting problem and he stated the device was not ¿set to MRI mode.¿ the physician had no more details to share and stated the issue was from a while back. No additional or relevant information has been received to date.